Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that the patient has been hospitalized. Section e1: initial reporter phone: (B)(4). Based on the review of additional event information received, imdrf health impact code: recognized procedural complication was removed form the file and imdrf health impact code: prolonged hospitalization was added to the file. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that an 85-year-old patient with a history of cerebral infarction and hemorrhage underwent endovascular mechanical thrombectomy of a left middle cerebral artery (mca) (distal m1 segment) occlusion with associated acute ischemic stroke on (B)(6) 2021. Approach was made from the right femoral artery with a 9f sheath (brand not specified). A balloon guide catheter (size/brand not specified) was advanced toward the left internal carotid artery (ica). Next, a velocity microcatheter (penumbra) and a 132cm embovac aspiration catheter (ic71132ca/30550155) were delivered to the proximal m1 segment of the mca. The microcatheter crossed the lesion and was ¿raised¿ to the distal m2 segment. A 5mm x 33mm embotrap ii (et009533/21b021av) revascularization device was deployed via the velocity microcatheter. There was a temporary patency and characteristics of underlying atherosclerotic disease were seen. The physician tried to ¿rise¿ the embovac to the thrombus, but it was not able to rise. Therefore, the physician attempted to pull the embotrap into the embovac but there was an intensive resistance felt. The blood vessel was pulled considerably, but the embotrap was pulled halfway into the embovac and both were removed as a unit. The target thrombus was not completely removed (i.e., the vessel was not reopened), so the physician performed a second pass. The microcatheter was reinserted and the embotrap was deployed. As it was temporarily patent, the physician attempted to ¿raise¿ the embovac to the thrombus but failed to do so. Therefore, he tried to pull the embotrap into the embovac but there was an intensive resistance felt. There was also a finding that the blood vessel was considerably stretched. Like in the first pass, the embotrap was pulled halfway into the embovac and both devices were removed as a system. Slight thrombus was removed during the second pass. Imaging revealed a subarachnoid hemorrhage (sah) at the distal end of the stent. However, recanalization was achieved, and stenosis was also confirmed. The procedure was completed after the administration of tissue plasminogen activator (tpa). The final/end of procedure tici score was 2b. It was last reported that the patient remains hospitalized and exhibits symptoms of hemiplegia and aphasia (unchanged from baseline). The patient had a cerebral infarction about three months prior to this procedure and was urgently transported to the hospital. However, it was cardiogenic at the time, and the patient was transferred to a rehabilitation facility. Symptoms worsened, so the patient was urgently transported back to the hospital. The physician stated that the adverse event was not related to the complaint devices. There was bleeding from the previous stroke which may have been the cause of the sah found during this procedure. It is not known if the previous bleeding was the same or in a similar location to the sah found during this procedure. The physician commented that bleeding related to the use of stent retrievers in atherosclerotic vessels is a known issue. Additionally, vascular injury from the previous stroke could have caused the sah found during this procedure. There was no report of device damage. Additional information received indicated that the patient has been hospitalized. No further information could be obtained. The embotrap ii was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with, lot 21b021av, presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Withdrawal difficulty and hemorrhage secondary to vascular injury are well-known potential complications associated with the use of the embotrap ii and embovac in mechanical thrombectomy procedures. The embotrap ii instructions for use (IFU) warns that excessive vessel tortuosity that may prevent device delivery. The IFU also states the following: ¿withdraw the device and microcatheter slowly and carefully as a unit to the guide catheter tip while aspirating through the guide catheter with a syringe. As the device reaches the guide catheter apply vigorous aspiration, withdraw the device and microcatheter into the guide catheter and continue to aspirate until the device reaches the proximal rhv. If withdrawal into the guide catheter is difficult (as may be the case with a large clot burden) then deflate the balloon (if applicable) and withdraw the guide, microcatheter and device together through the introducer sheath. Never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal.¿ with the amount of information available and without procedural films, it is not possible to determine the root cause of the event. However, there are patient and procedural factors including vessel characteristics (i.e., atherosclerosis), previous vascular injury, clot burden, device selection, and mechanical manipulation of devices within the artery that may have contributed to the event rather than the design or manufacture of the devices. The alleged withdrawal difficulty into the embovac appears to have resulted in vascular injury with sah. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with, lot 21b021av, presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2021-00411. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A report from the field indicated that an (B)(6)-year-old patient with a history of cerebral infarction and hemorrhage underwent endovascular mechanical thrombectomy of a left middle cerebral artery (mca) (distal m1 segment) occlusion with associated acute ischemic stroke on (B)(6) 2021. The approach was made from the right femoral artery with a 9f sheath (brand not specified). A balloon guide catheter (size/brand not specified) was advanced toward the left internal carotid artery (ica). Next, a velocity microcatheter (penumbra) and a 132cm embovac aspiration catheter (ic71132ca/30550155) were delivered to the proximal m1 segment of the mca. The microcatheter crossed the lesion and was ¿raised¿ to the distal m2 segment. A 5mm x 33mm embotrap ii (et009533/21b021av) revascularization device was deployed via the velocity microcatheter. There was a temporary patency and characteristics of underlying atherosclerotic disease were seen. The physician tried to ¿rise¿ the embovac to the thrombus, but it was not able to rise. Therefore, the physician attempted to pull the embotrap into the embovac but there was an intensive resistance felt. The blood vessel was pulled considerably, but the embotrap was pulled halfway into the embovac and both were removed as a unit. The target thrombus was not completely removed (i.e., the vessel was not reopened), so the physician performed a second pass. The microcatheter was reinserted and the embotrap was deployed. As it was temporarily patent, the physician attempted to ¿raise¿ the embovac to the thrombus but failed to do so. Therefore, he tried to pull the embotrap into the embovac but there was an intensive resistance felt. There was also a finding that the blood vessel was considerably stretched. Like in the first pass, the embotrap was pulled halfway into the embovac and both devices were removed as a system. Slight thrombus was removed during the second pass. Imaging revealed a subarachnoid hemorrhage (sah) at the distal end of the stent. However, recanalization was achieved, and stenosis was also confirmed. The procedure was completed after the administration of tissue plasminogen activator (tpa). The final/end of procedure tici score was 2b. It was last reported that the patient remains hospitalized and exhibits symptoms of hemiplegia and aphasia (unchanged from baseline). The patient had a cerebral infarction about three months prior to this procedure and was urgently transported to the hospital. However, it was cardiogenic at the time, and the patient was transferred to a rehabilitation facility. Symptoms worsened, so the patient was urgently transported back to the hospital. The physician stated that the adverse event was not related to the complaint devices. There was bleeding from the previous stroke which may have been the cause of the sah found during this procedure. It is not known if the previous bleeding was the same or in a similar location to the sah found during this procedure. The physician commented that bleeding related to the use of stent retrievers in atherosclerotic vessels is a known issue. Additionally, vascular injury from the previous stroke could have caused the sah found during this procedure. There was no report of device damage. No further information was provided.